Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad display. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a bad display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display (pcb) printed circuit board and associated parts were replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.